Event description:
The following was reported to hamilton medical ag: detected air leaking at the pneumatic nebulizer port while connecting the oxygen supply. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).